Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components was inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The physician reported that the pt had typical anatomy with moderate tortuosity and some calcification (not severe). The physician reported that the "devices would not deploy" and there was no significant movement of the graft cover. He also reported that the "graft cover snapped on two of them". The physician accessed both the iliacs to see if the "angles made a difference", however, he experienced the same difficulty in deployment of the stent graft. The physician reports that the last stent graft deployed had no significant problem and there were no problems with fixation or attachment seal. It is reported that the pt did fine. Multiple attempts to obtain information have been unsuccesful. The device was returned to medtronic ave for returned goods investigation and is pending analysis.